Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the software and selected the external battery and reset the date and time of the motherboard. The system was tested and found to be working as intended and put back in service.